Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: hong kong. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to surgery, instrument was too tight. Follow-up confirmed difficult to advance/ stuck. There was no patient involvement, impact, or delay since event occurred prior to surgery. Due diligence information complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the device was too tight; the roller failed. The roller was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.